Event description:
It was reported that boston scientific technical services (ts) was contacted regarding noisy signals on the right atrial (ra) and right ventricular (rv) leads. Ts reviewed the provided device data and confirmed that the rv noise was on the shock channel only and was not sensed by the device. However, the ra lead noisy signals were over-sensed. Additionally, the ra lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). Ts recommended thorough in-clinic provocative testing to evaluate the ra lead integrity. At this time, the ra lead remains implanted and no adverse patient effects were reported.